Event description:
Complainant alleged that the clinicians were defibrillating patient (age and gender unknown), but after 25 minutes of use, the device failed to display the patient's ECG rhythm on the device screen. The clinician then obtained a second device and connected it to the electrodes that were already in use on the patient, and continued patient treatment. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction. Pease reference medwatch report number 1220908-2001-01740, which documents a second identical malfunction that occurred with this same device and with the same user facility.